Event description:
Pt had a filter placed in 2005. The vena cava was measured at 26mm. The filter was placed in good position (infrarenal), and there were no reported pt complications. Twenty two days later the pt returned to the hosp complaining of back pain. A CT scan was performed and revealed that the vena cava filter had migrated, suprarenal,blocking the left renal vein and the filter was also tilted. The pt was sent to another hosp for complications of clotting of the inferior vena cava and retroperitoneal bleed.